Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was "taken out" of the target vessel several times during the de-sheathing process. The lead was removed and a replacement lead was successfully placed. No patient complications have been reported as a result of this event.